Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case cracked by the tube holder and with a big hole. Bottom case cracked by the back plate position. Right plunger case cracked. Cases were contaminated. The root cause of the reported issue was found to be contamination on the entire main power board due to fluid ingression sipping through the top case cracks. Actions were taken to mitigate the reported issue: replaced main power board. Performed preventative maintenance and all functional tests.

Event description:
It was reported that the pump wouldn't turn off. No patient injury was reported.